Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the infusion set and cartridge to address the occlusions. On (B)(6) 2026 the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 380 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer received intravenous fluids of potassium, saline, and insulin, which resolved the issue without causing any injury or permanent damage. Multiple attempts were made by tandem technical support to gather release date from hospital; however, no response was received.